Event description:
It was reported that the device was explanted and replaced prophylactically and replaced as it is included in the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. There was no device malfunction observed on the device. The patient was stable with no consequences. The device will not be returning for analysis.